Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the outer tubing overlay was breached cut and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant, the first position of lead had "bad capture" so the implanter tried to reposition the lead and the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.